Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs anchors with the same lot number. It was reported the patient experienced pain and discomfort at the scs anchor site. As a result, surgical intervention took place on (B)(6) 2014, to re-tunnel the patient's lead and anchors which resolved the issue.